Event description:
During an in-clinic follow-up, increased capture threshold which resulted in loss of capture and decreased sensing were observed on the right ventricular (rv) lead. An x-ray was performed and dislodgement of the rv lead was confirmed. The rv lead was explanted and replaced to resolved the event. The patient was stable.